Event description:
Info received indicates the head section is raised half way up and CPR is not working.

Manufacturer narrative:
The technician found the right extrusion and pivot slide were missing. He replaced the extrusion and pivot slide to repair the bed.